Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issues. This lead has been successfully replaced. No additional adverse patient effects were reported.